Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies all day. The customer¿s sensor glucose reading was 40 mg/dl while her blood glucose reading was 136 mg/dl. The customer stated that insulin delivery was suspended due to the low sensor glucose. The suspend on low limit in sensor settings was 65 mg/dl. Troubleshooting was performed. They were advised to monitor and call back if issues persist. The product will not be returned for analysis.